Event description:
It was reported that a small gap in the outer tubing and a small opening in the inner tubing of the lead had been observed during surgery. No additional or relevant information has been received to date.

Event description:
It was reported that the casing (tubing) of the lead appeared to be broken near the pocket, and that the portion of the lead that attaches to the battery appeared to be flattened. No known surgery has occurred to date to replace the lead. No additional or relevant information has been received to date.